Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung partial resection, at the first firing, the cartridge was able to be used normally. At the second firing, the doctor who performed firing felt a feeling of strangeness when the jaws were articulated and using the reload, but the firing was able to be performed as usual and the black return knob could also be pulled back as usual. When the third cartridge was loaded, opening and closing check could not be completed. A new handle was opened and when the cartridge which was to be used for the third firing was loaded, opening and closing check was able to be completed, so the device was used without any changing. Only the handle was collected as complain product, and the cartridge was discarded, so it could not be collected. When the sales rep loaded the cartridge which he brought with the collected handle, opening and closing check could not be completed. It was reported surgical time was extended for less than 30 minutes.